Event description:
As reported by the patient's attorney, two xenform soft tissue repair matrixes (MFR report #3005099803-2015-02282 and MFR report #3005099803-2015-02283) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.